Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of low blood sugar manifested by signs of sweating, confusion, and in and out of consciousness with subsequent hospitalization for come due to hypoglycemia and dehydration. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. It is unknown if the patient is diabetic, but hypoglycemia is common in patients with esrd and can occur by one or several mechanisms. Reduction in insulin clearance, reduction in hepatic glucose production, and renal gluconeogenesis is also reduced in end stage renal disease patients. The patient has continued to complete pd therapy utilizing the same liberty select cycler without issues. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (pdrn) reported that the patient did not complete a pd treatment. The patient was going in and out of consciousness during treatment due to low blood sugar. 911 was called and the patient was disconnected from the cycler and transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital and was in a coma due to hypoglycemia and dehydration. Per the emts, the patient was soaking wet (diaphoretic) and confused upon arrival. The patient was discharged on (B)(6) 2023 and is home in stable condition. The patient reported to the pdrn that the liberty select cycler malfunctioned; however, the patient continues to utilize the same cycler based on a subsequent call to technical support for an operational question on (B)(6) 2023.